Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer received button error alarms on her insulin pump while attempting to deliver a bolus. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 142 mg/dl. Nothing further was reported.